Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. Since the 45-day routine follow-up, the patient was consistently taking clopidogrel 75mg. There was no identification of thrombus on any of the follow-up imaging, with the most recent transesophageal echocardiogram (tee) at approximately 9 years and 9 months after implant procedure. The patient was later seen as an outpatient by a resident physician and their medication was switched to apixaban 2.5mg twice daily. A tee approximately three months later revealed a large thrombus. The patient was restarted on clopidogrel with the addition of marcumar.